Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in three pieces. Visual inspection of the lead found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil at the middle region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.